Manufacturer narrative:
The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that unknown model filters allegedly experienced a device or component detachment. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, the patient age, weight, and gender were not provided for one, the other was reported to be a female whose age and weight were not reported.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that unknown model filters allegedly experienced a device or component detachment. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, the patient age, weight, and gender were not provided for one, the other was reported to be a female whose age and weight were not reported.

Manufacturer narrative:
H10: as the lot number for the devices was not provided, a manufacturing review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.